Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01081. It was reported the patient experienced a change in her stimulation. She was feeling painful stimulation to her rib cage. X-rays were taken and noted lead positions were unchanged. The patient is working with her physician to determine the next course of action. Surgical intervention may be recommended to address the issue.